Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient phoned in and stated they were in an emergency room and the hospital staff "can't get a reading on my device." Caller was inquiring if a serial number was required in order to interrogate the implantable cardioverter defibrillator(ICD). The caller was advised that no serial number was needed in order to interrogate the device and when asked, the caller thought that the hospital had the correct equipment. The caller indicated that a local company representative had been contacted to come check the device. No further information was available. The device remains in use. No patient complications have been reported as a result of this event.